Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as changed caregiver. The same day as event onset, the patient was hospitalized for the peritonitis event. Treatment for the event was not reported. Dianeal therapies were ongoing. At the time of this report the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient began treatment with unspecified antibiotics (dose, frequency, and route not reported) for peritonitis. Twenty six days after the onset, treatment was discontinued. On the same day, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Eight weeks after the onset of peritonitis, the patient discontinued pd therapy and transferred to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.